Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that there was no display in the centrifugal pump console during set up. It was also reported that the unit produced a burning smell. There was no pt involvement.